Event description:
Attempted removal of PICC line by rn when resistance was incountered;md was called,while md was removing the PICC line it broke leaving 10 cm of line in patient's arm.the 10 cm of line was retrieved successfully via surgery.